Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2018; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had high impedance observed after the day of surgery. Contacts 9 and 12 were 40,000 ohms, and contact 14 was 16,880 ohms. The cause was not known. The patient experienced a return of pain. Troubleshooting was not performed, and the issue resolved.